Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side with "crease and folding" after physician confirmed "about a year ago, the patient noticed hardening in the left breast and 6 months ago reported pain in the same breast. On physical examination, it was observed breast ¿e¿ [left] hardened with the appearance of baker grade [iii] capsular contracture, and capsulectomy + replacement of breast implants was indicated." Devices remains implanted.